Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report have not been returned for examination. The investigation is unable to draw any conclusions as to the corrosion reported from provided product photos only. A provided patient x-ray has been examined by depuy engineering but also offers no conclusions. Review of the device history records and/or a lot specific complaint database search for the head and liner was not possible as the lot codes were not provided. In the case of the stem neither product or lot code was provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address a pseudo tumor. During the procedure it was noted that there was galvanic corrosion on the stem taper and head.